Manufacturer narrative:
H3: product analysis found that visually, an accessory was connected to the tube adapter on the proximal end of the device when returned. Additionally, there was surgical tape wrapped around the mid-section of the tube when returned. Electrically, the resistance of each lead shall be between 1.7 and 3.7 ohms and the actual measurements were 2.7 ohms (blue), 2.8 ohms (blue with clear tubing), 2.9 ohms (red), and 2.5 ohms (red with clear tubing) which all electrodes were in specification. Functionally, the device was connected to a nim system, and the electrode contacts were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and had no excessive feedback during the noise testing. There was no intermittent behavior while manipulating/bending the device. In the returned condition, there was no out of specification condition that was related to the complaint. H6: additional information suggest that b21, c21 and d16 no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the thyroid surgery, the customer used 3 endotracheal tubes of this lot number, but all failed to pass the self-test, and the monitoring interface did not receive any signal. The connection pathways of the equipment and interface box were confirmed to be fine, and they can be used normally with endotracheal tubes of other lot numbers. The procedure was extended to 20 minutes. There was no known patient impact.